Manufacturer narrative:
An abbott technical advocate specialist (tas) performed troubleshooting techniques on the cell-dyn 1800 analyzer including inspection of tubings, autoclean, and drain/fill baths. During inspection, the tas heard a slurping sound coming from the inlet and found the hgb flow cell inlet tubing was cracked. The flow cell was replaced and the discrepant hemoglobin result issue was resolved. Review of historical complaint data revealed no non-statistical trends for the complaint issue. Product labeling was reviewed and was found to be adequate for the complaint issue. Based on the review of complaint data and provided information, the issue was caused by a cracked inlet tubing of the flow cell. A product deficiency was not identified for the cell-dyn 1800 analyzer, list number 07h77-01.

Manufacturer narrative:
Upon quality review of emdr data on 07 july 2013, it was discovered that the catalog # was inadvertently entered into the model # field on the follow-up emdr. This emdr is being submitted to correct the blank catalog # field.

Event description:
The customer stated that cell-dyn 1800 hemoglobin results of 6.5 and 7.2 g/dl were generated for a patient that was sent to the emergency room where hemoglobin testing was 15.1 g/dl. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No consequences or impact to patient. Low test results.